Manufacturer narrative:
An amo senior research investigator visited the surgery center on april 13, 2017 to review the sterilization processes, products, and procedures. The amo representative observed femtosecond laser surgery, phacoemulsification cataract surgery, and the cleaning procedure for surgical instruments. The amo representative noticed that the customer is not following the directions for use (dfu) for cleaning. For example, the initial rinse was very brief and the amount of water used was much less than the required amount specified in the dfu. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported an increase in endophthalmitis cases with the use of reusable tips and requested a company representative to look into the surgery center¿s sterilization procedure. The surgery center indicated the tips will not be returned for evaluation as the site did not keep the product for testing and as a result it is unknown which tip model and lot number was used. The account reported the tip models that may have been used during the event were opocr4521r, opocr3021r, opof3020r, opos20l, and opohf20l. The surgery center reported patient no. 6 is doing well at a post operative exam. The patient¿s vision is improved. The surgery center¿s quality assurance has discussed a need for an outside infection control consultant and a need for standard procedures for all cataract surgeons. This is for patient no. 6 of 9; patient no. 6 was treated with e-mycin ointment, ciloxin, maxitrol, and ketoralac. The surgery center indicated for patient no. 6 lab results found no growth in 5 days. Sample taken from the clinic may have been a (B)(6) due to small specimen.